Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd self-identified a vulnerability on bd pyxis¿ medstation¿ es through security scanning. Sql server management studio (15.0.18424.0) is affected by cve-2025-29803. Public vulnerability sources describe this issue as an uncontrolled search path element vulnerability in visual studio tools for applications and sql server management studio that allows an authorized attacker to elevate privileges locally. The pre-mitigation cvss 3.1 vector is {{cvss:3.1/av:l/ac:l/pr:l/ui:r/s:u/c:h/I:h/a:h}} with score 7.3 (high). There was no patient involvement, no harm, and no delay in dispensing.